Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open during efaa and single gripper actuation issue were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, a flail and thick leaflets. An xtw clip was placement on the mitral valve. However, while performing the first lock check, the clip opened to 120 degrees. While troubleshooting, the anterior leaflet insertion was lost and the physician decided to retract the clip back into the left atrium (la). The clip passed the lock check in the la. The clip was advanced into the valve and it was observed that the anterior gripper failed to lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a flail. An xtw clip was placement on the mitral valve. However, while performing the first lock check, the clip opened. While troubleshooting, the anterior leaflet insertion was lost and the physician decided to retract the clip back into the left atrium (la). The clip passed the lock check in the la. The clip was advanced into the valve and it was observed that the anterior gripper failed to lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information